Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
A surgeon reported that the capsulotomy was oval (instead of circular), the capsule was not completely dissected and a capsule rupture occurred. Additional information has been requested but not received to date.